Event description:
On 27-feb-2026, an arthrex subsidiary employee reported via email that an ar-2372blo knotless ac tightrope button came off during insertion. The surgeon attempted to deploy the button multiple times, but it would not grip and detached immediately. The surgery was completed using another ar-2372blo knotless ac tightrope device. This issue was discovered during a procedure on (B)(6) 2026. No significant surgical delay was reported, and no additional anesthesia was administered. No adverse patient effects were reported during or after the procedure related to this issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.